Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported the procedure was to treat de novo lesion with mild tortuosity, mild calcification and 90% stenosis in mid right coronary artery (rca). Pre-dilatation was performed with a 1.5x12mm balloon catheter at 10 atmosphere (atm) and 12 atm. A 2.5x18mm xience prime stent was deployed at 14 atm and post-dilated with a 2.5x12mm non-compliant balloon. However, post implant a proximal edge dissection was noted and was treated with a 2.75x23mm xience prime stent. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.